Manufacturer narrative:
Additional manufacturer narrative: at this time, edwards is unable to determined a root cause due to the limited information received. If new information becomes available, a supplemental report will be filed. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that an edwards valve was explanted. No additional information reported.